Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during inspection conducted at the distribution facility the maestro duraguard got hot and leaked oil. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt to the manufacturing facility it was found during equipment testing conducted by a manufacturer service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during inspection conducted at the distribution facility, the maestro duraguard got hot and leaked oil. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information given to reflect additional reportable failure found at the manufacturing facility upon receipt.

Event description:
It was reported that during inspection conducted at the distribution facility the maestro duraguard got hot and leaked oil. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt to the manufacturing facility it was found during equipment testing conducted by a manufacturer service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.